Event description:
The employee reported hydrogen peroxide contact after handling a sterrad 200 cassette. The employee inserted the cassette into the unit, it was accepted, and then the employee discovered the contact. The employee reported that the contact occurred on the right side of the left little finger. The employee reported a slight swelling, white 'fleck' discoloration, and pain at the contact site. The employee washed the site with tap water for approximately 15 minutes. The employee did not see a doctor and did not require treatment for the incident. The area had cleared by the next day.